Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm. Approximately 17 months post procedure patient suffered thrombosed right brachial basilic arteriovenous fistula (avf). No avf thrill noted. Patient showed occlusion from the level of anastomosis to confluence of the basilic and axillary veins. Fistulogram treated outflow vein with percutaneous transluminal angioplasty and 6 mm balloon. Final fistulogram demonstrated a persistent large volume clot throughout the fistula, decision was made to place a tunneled dialysis catheter. Index case lesion #2 treated. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 10 sep 2025: decision was made to abandon the fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.